Manufacturer narrative:
The customer contacted a siemens customer care center specialist and stated that their quality controls were within acceptable range on the day discordant result was obtained. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse adjusted the reagent dispensing pump (rp2) and wash block to prevent the excess water splashing. The cse then verified the fittings for fluid pathway on rp2, checked rp2 seals and ran precision testing, which were acceptable. The cause of the discordant, falsely elevated crea_2c result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated concentrated creatinine (crea_2c) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, also resulting lower and matching the result obtained from the redraw. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated crea_2c result.